Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an external force was applied to the distal end, creating cracks in the adhesive. Per the legal manufacturer, the other issues identified in the initial report (the elevator connector is loose with corrosion and leaking, the scope connector is loose, the control knob has excessive play, the c-cover is cracked effecting insulation) have no potential to cause or contribute to death or serious injury if they were to recur. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the elevator connector is loose with corrosion and leaking. The scope connector is loose. The control knob has excessive play. The c-cover is cracked effecting insulation, the forceps cover glue is peeling. There is no image due to fluid invasion, however, after aeration the image is ok. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reporting during reprocessing of an evis exera ii ultrasound gastrovideoscope, the image was not showing when it was connected to the ultrasound machine. The was no patient impact related to this event.